Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage post-deployment occured. The patient presented as a st segment myocardial infarction (stemi) with a complete thrombotic occlusion of the proximal right coronary artery (rca). Vascular access was obtained via the right radial artery. After a 6fr non-bsc guide catheter was inserted and a non-bsc guide wire was delivered to the distal rca, a 2.0 x 12 compliant balloon was delivered and inflated in the vessel which restored timi 2 flow to the rca. Subsequent inflations with a 2.0 x 12 and a 2.5 x 12 unspecified balloon were performed with and further improved timi flow in the rca. A second buddy guide wire, was inserted to the distal vessel and a 2.50 x 38 synergy drug-eluting stent was delivered to the proximal rca which was then deployed at 16 atmospheres. The buddy wire was removed with great difficulty and upon inspection was found to have part of the coating removed from the end of the wire. The next angiogram of the rca revealed that the synergy stent was pulled and elongated into the aorta approximately 15-20mm. The guide wire was removed from the right coronary and access with another guide and guidewire was attempted again but was unsuccessful. A left ventriculogram was performed to visualize the stent within the aortic root. The cardiovascular surgeon was called and the patient was brought to the operating room for removal of the stent from the ostial rca. The stent was removed but the patient was placed in intensive care in guarded condition and will be returned to the operating room for a complete sternotomy closure.

Manufacturer narrative:
Initial reporter fax: (B)(6). Event - updated describe event or problem. Device is a combination product.

Event description:
It was reported that stent damage post-deployment occured. The patient presented as a st segment myocardial infarction (stemi) with a complete thrombotic occlusion of the proximal right coronary artery (rca). Vascular access was obtained via the right radial artery. After a 6fr non-bsc guide catheter was inserted and a non-bsc guide wire was delivered to the distal rca, a 2.0 x 12 compliant balloon was delivered and inflated in the vessel which restored timi 2 flow to the rca. Subsequent inflations with a 2.0 x 12 and a 2.5 x 12 unspecified balloon were performed with and further improved timi flow in the rca. A second buddy guide wire, was inserted to the distal vessel and a 2.50 x 38 synergy drug-eluting stent was delivered to the proximal rca which was then deployed at 16 atmospheres. The buddy wire was removed with great difficulty and upon inspection was found to have part of the coating removed from the end of the wire. The next angiogram of the rca revealed that the synergy stent was pulled and elongated into the aorta approximately 15-20mm. The guide wire was removed from the right coronary and access with another guide and guidewire was attempted again but was unsuccessful. A left ventriculargram was performed to visualize the stent within the aortic root. The cardiovascular surgeon was called and the patient was brought to the operating room for removal of the stent from the ostial rca. The stent was removed but the patient was placed in intensive care in guarded condition and will be returned to the operating room for a complete sternotomy closure. It was further reported that the patient status was good.